Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient¿s ins had an elective replacement indicator (eri). The patient was dissatisfied with the longevity of the ins. The patient reported that they called their doctor and they reported that the depletion was premature as the ins will only be reaching 4 years in (B)(6) 2018. The patient had an appointment with their doctor scheduled for (B)(6) 2017. No symptoms or complications were reported.